Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor reading issue with the abbott diabetes care (adc) device was reported on social media. The customer stated, "no super accurate but it does work and I check my sugar levels a lot more often while having it. Went to the ER the other day; they checked my levels and the app said it was a little over 65 points off." No further information was provided as the customer abandoned the post. There was no report of death or permanent impairment associated with this event.